Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date with blood glucose of over 500 mg/dl. Customer's other blood glucose value was 380 mg/dl. The customer stated that reason of high blood glucose was small reservoirs not working in her bigger insulin pump. The customer stated that battery compartment piece was missing. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 2 days. No unexpected low battery alarm or unexpected off no power alarm noted. Device uploaded properly using carelink. Device had cracked display window, cracked case at display window corner, broken battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked reservoir tube lip. Device received without the original belt clip. Unable to verify damage to the belt clip. The test p-cap and reservoir does lock in place in the reservoir compartment.